Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission. The implantable cardioverter defibrillator exhibited nonsustained ventricular oversensing due to post-paced t-wave oversensing on the ventricular channel, observed on stored egm. The patient did not receive therapy during the oversensing. No intervention was performed. No further information was available.